Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there was a record that the "power lost while pump was on" alarm was generated immediately after the pump power was turned on on (B)(6) 2021. Battery power loss alarm check test was conducted and the device passed successfully. A function test of the device was unable to replicate the reported event. As a preventive maintenance, the backup capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, immediately after the customer turned on the pump during the use of it, it was spontaneously powered off. The pump then restarted itself and a "power lost while pump was on" alarm message was indicated on the display. No patient injury was reported.